Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (erbe) due to u-02 error on power up. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and confirmed using artemis; many u-02 errors logged on (B)(6) 2025 with initial occurrence at 6:50 am (artemis time). Inspection during fa process was able to find issues related to the reported event but could not replicate on site. C-00 errors in erbe logs from (B)(6) 2025 corroborate with artemis logs. Unit tested on system, no errors on startup. All instruments correctly recognized and all required energy operations performed successfully on all ports. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) regarding an energy interrupted system message on the erbe with error u-02. Prior to contacting tse, the customer performed a power cycle on the erbe with no change to the reported event. Tse had the customer power down the da vinci system, unplug the erbe foot pedals, and powered up the erbe with the reported error continuing. The customer was going to move the surgical procedure to another da vinci system. The procedure was aborted to another dv system with no reported injury.